Manufacturer narrative:
(B)(4). Batch # e9ft2z. Investigation summary: the handpiece was received disassembled and the nose cone was cracked. Due to the device returned condition no functional testing could be performed. The end cap was disassembled to inspect the remaining components and the internal wire were found to be disconnected. It is possible that the condition of the nose cone contributed to the assembly or disassembly issues when trying to attach the instrument to the handpiece. No conclusion can be made as to how the nose cone was cracked. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch.

Event description:
It was reported that during a laparoscopic hysterectomy the device stopped working. The device was removed from the patient and the instrument was stuck to the hand piece and couldn't be disassembled. A second like instrument and hand piece were used to complete the procedure. There were no patient consequences reported.